Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient went into the office to troubleshoot and still had the same problem. They were going to check the placement of the battery. The problem with the recharging difficulties was not resolved as he could not get the charger to hold a charge or to charge without siting on the charger all day in which it would only get 1/2 to 3/4 charge.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported having recharging difficulties since (B)(6) 2014. The patient stated the manufacturing representative was notified of the recharging difficulties in (B)(6) and again in (B)(6) of 2015. Additionally, the patient reported that her implantable neurostimulator (ins) was sitting at an angle in the pocket. Patient services recommended the patient talk to her health care provider about recharging difficulties and ins placement. No interventions or relevant medical history reported. Follow up was conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).